Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician placed and detached smart coils in the target vessel using the handle. Next, the physician advanced another smart coil into the target vessel and attempted to detach it using a handle; however, the smart coil failed to detach. It was also reported that the physician attempted to manually detach the smart coil; however, the coil would not detach. Therefore, the smart coil and handle were removed. The physician then advanced and detached new smart coils in the vessel using a new handle. Subsequently, the physician advanced another smart coil into vessel and attempted to detach it using the second handle but, the smart coil failed to detach. Therefore, the physician decided to remove the smart coil; however, while retracting, the smart coil had unintentionally detached inside the microcatheter. The microcatheter containing the detached smart coil was then removed. The procedure was completed using non-penumbra coils and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the second returned smart coil confirmed the embolization coil was detached from its pusher assembly inside a non-penumbra microcatheter. Further evaluation revealed that the pet lock was separated, and the pusher assembly had kinks along its length and was unable to be removed from the non-penumbra microcatheter. The pet lock separation likely occurred during the detachment attempt. No damage was observed on the non-penumbra microcatheter; therefore, the root cause of the resistance while attempting to retract the pusher assembly could not be determined. Due to the return condition, the root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition.